Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemic event the previous night after starting the ilet. The user consumed over 100 grams of carbohydrates, which caused the blood glucose (bg) to rise above 400 mg/dl before dropping to 39 mg/dl. The user treated the low with glucose tablets and planned to work with a clinical diabetes specialist (cds) to improve bg management. The lowest blood glucose (bg) recorded was 39 mg/dl, and the highest was 400 mg/dl. Bg was corrected. Symptoms during the low included sweating and dizziness. No medical intervention was reported at the time of call.